Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was over 400 mg/dl. The customer treated their blood glucose level with a manual injection. The insulin pump also alarmed no delivery, low reservoir, and button error. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm or excessive no delivery alarm during testing noted. Motor passed motor test. All buttons functioning properly. No damage in keypad assembly noted. No button error alarm noted. Inspected lcd connector and no unlocked connector noted. Pump had minor scratched display window.